Manufacturer narrative:
Approximate age of device ¿ 2 years. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that lvad produced multiple yellow wrench/ low speed operation alarms. The patient felt vibration from pump area and pain that lasted 10 minutes. The patient also reported fatigue. Review of the submitted log file s by a representative of the manufacturers technical services revealed speed drops below the low speed limit (lsl) while connected to the power module. This could have been caused by a percutaneous lead short to shield. An ungrounded patient cable was requested by the lvad clinician. On 10sep2018 technical services successfully performed an external percutaneous lead (driveline) replacement approximately 3.0 inches from the exit site.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported low speed events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. A distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2018 and approximately 20.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the driveline found no damage to the outer silicone sleeve or underlying bionate layer. Minor breakdown of the metal braided shield was observed at the metal connector and approximately 2.5 inches from the metal connector. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for high-potential testing to check for current leakage through the wire insulation. No areas of compromised wire insulation were identified. The submitted log files contained data from (B)(6) 2018 to (B)(6) 2018. The log files captured transient low speed operations on (B)(6) 2018 through (B)(6) 2018. The patient was operating on the power module for all low speed operation events. Based on past experience with the heartmate ii lvas this behavior could be indicative of driveline damage leading to a short to shield; however, the evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. The account reported that the patient was placed on an ungrounded patient cable. The patient remains ongoing on vad support with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was provided an ungrounded patient cable to use with the power module. The issue was a short-to-shield.

Manufacturer narrative:
The manufacturer's aware date for the previous report was incorrect. The correct aware date is 10dec2018.

Manufacturer narrative:
Preliminary investigation of the received percutaneous lead (driveline) was performed. The evaluation is not yet complete.

Event description:
Additional information: it was reported that review of the lvad system log file collected on (B)(6) 2018 was reviewed by a representative of the manufacturer¿s technical services and revealed that since the external percutaneous lead (driveline) replacement on (B)(6) 2018 there were no additional pump stops. The manufacturer' s technical services representative advised that the patient be provided an ungrounded patient cable for use with the power module, as preliminary evaluation of the removed portion of the driveline did not reveal any issues.